Manufacturer narrative:
Product event summary: analysis was unable to reproduce the customer's comment of "device not working", it was received in good cosmetic/mechanical condition and passed its incoming test on the automated console. However it was noted that one line was missing in the lower display and the battery contacts were contaminated. The main board was calibrated and the battery contacts were cleaned and the device then passed its final test on the automated test system. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device "was not working." It was further reported via follow-up that the device was displaying an error on its display and that this error would prevent the device from being connected to and used on a patient. The device was returned for service. No patient complications have been reported as a result of this event. It was further reported that the device tested out of specification during manufacturer's analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.